Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 247 mg/dl at the time of call and 150 mg/dl at the time of the incident. Reportedly, drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.